Manufacturer narrative:
Investigation summary the complaint of false positive results with the sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number ct1509. Readers were re-normalized for side a and side b. Empty check fill was performed and the values fell within specification. The complaint is not confirmed. No root cause was found. There is an open CAPA 1632720 to resolve and further investigate false positive issues. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, or hazards were identified based on this investigation.

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. Patient samples are not being repeated but reported as inconclusive. The impact to patients is unknown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. Patient samples are not being repeated but reported as inconclusive. The impact to patients is unknown.